Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that it was a malfunction caused by a fuse. A field service engineer removed all the pockets and found the staples under cubbies and inspected the boards and cable and all were good. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system that it had an issue with a drawer failure, and device not detected on bus. The customer reported there was a delay in dispensing medication. There were no adverse events or injuries reported based on this incident.